Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement indicator (eri). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.

Event description:
Additional information received indicates that this pacemaker was explanted for normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker still had 1.5 years battery remaining a month ago, however, recently, the trans-telephonic monitoring (ttm) showed elective replacement indicator (eri) with a magnet rate of 85 pacing per minute (ppm). Field representative did not know if automatic capture was turn on. Boston scientific technical services (ts) indicated that if this was the case, then this could contribute to an earlier than expected eri as the device would need to calculate 90 days at eri with outputs in retry. The patient was already scheduled for device replacement. To date, device still remains in service. No adverse patient effects were reported.